Event description:
On (B)(6) 2026, a patient (pt) in brazil reported irritation, discomfort, photophobia, and dryness when wearing an acuvue® oasys® for astigmatism brand contact lens (cl) with "less than 1 month of use." The pt reported visiting an emergency clinic (date not provided). On 07may 2026, the pt called to provide additional information. Since (B)(6) 2026, the pt experienced irritation and discomfort in the left eye (os). The pt visited the emergency room on (B)(6) 2026 and was prescribed lunar lubricating drops for use 4-6 times daily and epitegel nightly, cl rest for 7 days, and to return if symptoms not improved. The pt reported the os "got better;" however, dry sensation and irritation remained. After 7 days of cl rest the pt inserted a new pair of lenses with the same sensation of dryness, irritation, and "felt like something cutting the eye." The pt reported the current eyeglasses are not the correct prescription; therefore "had to wear lenses." The pt has since ordered new eyeglasses. The pt reported discontinuing cl wear and continued use of epitegel with no relief of but symptoms. The pt returned to the ecp on (B)(6) 2026 and was diagnosed with keratitis. The pt was prescribed facoba (moxifloxacin/dexamethasone) 1 drop four times daily (qid) for 7 days, systane complete 1 drop every two hours for 3 days, then qid; epitegel nightly, and 7 days of cl rest. The pt was advised to use cold compresses with cold filtered water and will return (B)(6) 2026 for evaluation. The pt was advised to consult with a cl specialist for proper cl fitting after treatment. The pt reported the eye is "still very irritated and sensitive to light," with "no improvement yet." On 18may2026, an email was received from the pt. The pt stated this is the first experience with the cl brand. A copy of an eye care professional (ecp) note was attached. Visit date: (B)(6) 2026. Pt refers irritation better, cl wearer. Os: os calm conjunctiva, discrete leukoma nasal peripheral leukoma, discrete punctate keratitis, caf (anterior chamber formed), without rca (retina, choroid, and adnexa), rft (refraction). Diagnosis hypothesis: keratitis due to cl wear ICD: h16.9 unspecified keratitis. Conduct: maintain facoba and systane complete and epitegel for 7 days. Instructed in warning signs. Maintain cl rest until better. Suggest change of cl brand. On (B)(6) 2026, the pt was called and provided additional information. The pt reported symptoms occurred on the second day of wear of a new lens from the blister package. The eye became red after seven days of wear. The pt reported when at second ecp visit, there was a lesion on the os. The pt is now wearing glasses only and the os is "ok." On 26may 2026, the emergency clinic was called to obtain additional information. A representative confirmed the pt's visit dates as (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026. No medical information could be provided. No additional information is expected. This os leukoma event was determined to be a serious adverse event upon receipt of the pt's ecp note received on (B)(6) 2026. The pt's event date is being reported as (B)(6) 2026 as the exact date is unknown. A comprehensive review of the manufacturing records for lot number b018cwn was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl has been requested for return and evaluation; however, has not yet been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.